Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was 144 mg/dl. The customer stated that the buttons are unresponsive and low battery alarm. The customer was advised to clear connectors on battery cap and spring on battery compartment. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no up and down button response due to corroded keypad traces. Unable to verify for operating currents including low battery and off no power alarm due to no up and down button response. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.